Event description:
As reported: "patient had removal of infected hardware and placed on an external fixator" additional information received from sales rep: the patient had an external fixator placed following a severe fracture. Following the continuation of their treatment, the patient had the external fixator removed and 3 plates (1 axsos, 1 profile, and 1 variax) and 19 screws (10 axsos, 2 profile, and 7 variax) inserted. Ultimately, the patient had revision surgery to remove the plates and screws due to infection. Following the removal of the plates and screws, the patient was given an lrf circular external fixator.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text: device disposition unknown.

Event description:
As reported: "patient had removal of infected hardware and placed on an external fixator". Additional information received from sales rep: the patient had an external fixator placed following a severe fracture. Following the continuation of their treatment, the patient had the external fixator removed and 3 plates (1 axsos, 1 profile, and 1 variax) and 19 screws (10 axsos, 2 profile, and 7 variax) inserted. Ultimately, the patient had revision surgery to remove the plates and screws due to infection. Following the removal of the plates and screws, the patient was given an lrf circular external fixator.

Manufacturer narrative:
The received x-rays were reviewed, it can be confirmed that three plates were implanted as reported. As related to the infection, no statement can be made as no further evidence other than the x-rays were provided. A device inspection was not possible since the affected device was not returned; therefore, no further evaluation is possible. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. The complaint was forwarded to medical affairs for review with following feedback: "based on x-rays infections cannot be confirmed. The clinical assessment, chemical laboratory tests (inflammation parameters and blood count) and of course direct detection by cultivating smears and an antibiogram are obligatory to confirm infections. Based on the information available it can be said that there are factors that did facilitate an infection. Obviously there was either a fall from a great height or a traffic accident with impact trauma and high kinetic energy. The multi-fragmentary fracture morphology at the metaphyseal-diaphyseal transition involving both lower leg bones suggests this. In addition, the probability bordering on certainty was an open fracture, which was initially secured with an external fixator. The corresponding drill holes for the schanz screws are still visible, and the soft tissue has a very uneven relief, which clearly indicates an open fracture with a correspondingly significantly increased risk of infection." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. In general it can be stated that the involved devices were distributed unsterile and as stated in the instructions for cleaning, sterilization, inspection and maintenance (ot-rg-1 rev. 8, 02-2022); the final responsibility for verifying sterility, using the equipment and processes of the healthcare facility, and the parameters supplied by stryker t&e, lies with the healthcare facility. If the device is returned or if any additional information is provided, the investigation will be reassessed.